Manufacturer narrative:
This device is used for monitoring purposes. (B)(4). The device was returned and evaluated. The reported ¿not working¿ could not be reproduced or confirmed. There was no functional fault with the device. A broken cable clip was replaced and the wave washers were replaced. The device passed all manufacturing specifications. The device has been returned to customer.

Event description:
It was reported that the device was not working. There was no report of patient impact or injury. Further information was requested of the initial reporter but not provided.